Event description:
It was reported that there was a failed force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that the top and bottom cases were in excellent condition. During the power up process and calibration verification testing, the reported issue was duplicated. However, the root cause of the issue could not determined as there was no damage or contamination on plunger head. Recalibrated force sensor and performed power up process and the device passed all functional testing. A corrective and preventative action has been opened to address the reported issue.